Event description:
Inaccurate cgm values: the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).